Event description:
Radiometer reference number: (B)(4) according to the complaint, the customer reported that when the patient order is scanned and aspirated the sample with the blood gas analyzer abl90 flex plus analyzer (serial number (B)(6), the program shows an unexpected error with a blue screen that causes rebooting of the analyzer. The service dump logs two crashes: (B)(6) 2026 23:11:58 and (B)(6) 2026 23:48:29. The sample was lost in both.